Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer was confused about their whereabouts from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles and site/insulin issues. It was also found the insulin pump passed a high pressure test. Customer's current blood glucose was 216 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.